Event description:
The customer reported "having lot of pump malfunctioning (pump is old and just shuts off at random times leading to sever prolonged highs)". The customer¿s blood glucose (bg) level was reported as "high"; although a specific value was not provided. The customer did not provide any further information on the elevated bgs or how they were addressed at the time of report. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.